Event description:
Patient rec'd multiple shocks with noise recorded as the triggering event for the shocks and with interrogation also showing intermittent very high lead impedence. There was evidence of a micro fractures of the rv-lead which caused in approriate shocks.